Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of death, cardiac arrest, prolapse are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the distal to mid left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 100% stenosis. A 3.5 x 48 mm xience skypoint stent and a 2.75 x2 8 mm xience skypoint stent were implanted. Post-dilatation was performed with a 3.5 mm nc balloon. There was flow obstruction/no flow caused by vulnerable plaque, and the patient experienced cardiac arrest on the table. The patient was shocked to treat the cardiac arrest. Treatment was attempted to performed; however the balloon failed to cross for an unknown reason. The patient expired. The physician stated that neither xience skypoint stent caused or contributed to the patient death.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.